Manufacturer narrative:
Therapy date ¿ this was reported to have occurred sometime in the 2 weeks prior to the date the event was reported to baxter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a clearlink continu-flo solution set did not lock when attached to an unspecified IV cannula. This occurred after the IV was started and the nurse was attempting to attach the set to the IV cannula. There was no report of patient injury or medical intervention associated with this event. No additional information is available.